Event description:
It was reported that pacemaker's battery appeared to be prematurely depleting . Data analysis showed the power consumption was higher than expected and voltage was lower than expectd. A boston scientific technical services (ts) consultant calculated a safe battery replacement interval of 90 days. This device remains in service and a device replacement has been scheduled. No additional adverse patient effects were reported. Information was later received that this device was successfully explanted and replaced with a new device. The patient was administered antibiotics. This device has returned and analysis is expected.

Event description:
It was reported that pacemaker's battery appeared to be prematurely depleting . Data analysis showed the power consumption was higher than expected and voltage was lower than expected. A boston scientific technical services (ts) consultant calculated a safe battery replacement interval of 90 days. This device remains in service and a device replacement has been scheduled. No additional adverse patient effects were reported. Information was later received that this device was successfully explanted and replaced with a new device. The patient was administered antibiotics. This device has returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.